Event description:
It was reported that this left ventricular (lv) lead was programmed tip to can. It was noted that impedance measurements were stable, and lv threshold was 5v @ 1 ms. The patient was experiencing painful stimulation in lv configurations tip to can and tip to right ventricular (rv). The physician elected program the cardiac resynchronization therapy defibrillator (crt-d) system to rv only and extended the atrioventricular delay (avd), as the stimulation sensation went away with lv off. The patient was also scheduled for chest x-rays and an echocardiogram. It was noted that the patient did weight lifting and exercised aggressively, which may have contributed to the reported observations. Additional information received reported that the x-rays taken were unremarkable. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.